Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unknown amount of time, with no continuous glucose monitor (cgm) sensor readings. No additional information was provided.

Manufacturer narrative:
On 20 may 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the pump did not experience out of range issues. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.